Manufacturer narrative:
Patient's weight, implant and explant dates were not provided. When the requested information becomes available, a supplementary report will be submitted. Device evaluation results are not available. When the analysis is complete, a supplemental report will be submitted. This complaint is being submitted late due to the furloughs that resulted from the global pandemic and is captured within (B)(4).

Event description:
Per complaint (B)(4), during clinical procedure, product fracture was observed.

Manufacturer narrative:
The original MDR 3500a for this event was submitted in error. Instruments broken during use are not considered serious injuries if the procedure was able to be completed at initial placement. Although the device may have failed to meet its performance specifications or otherwise perform as intended, a broken instrument can usually be replaced and therefore does not necessitate medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. (B)(6) 2017.